Event description:
It was reported that during a da vinci-assisted surgical procedure, the user stated that the head of the harmonic ace instrument broke. The instrument was removed and replaced to the backup. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a blade broken. The blade broke at roughly .311¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (pn: 480275-08 / lot-sequence: m90201005 0324) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). As this is a single-use instrument, the alleged event occurred on the final instrument. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage on the blade. No conclusive determination can be made based on this analysis. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.